Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered units instead of carbs when requesting a bolus (7 units instead of 7 carbs). Customer's blood glucose was 129 mg/dl at the time of the event. Customer adjusted the max hourly bolus and turned the carb feature on to address the issue.